Event description:
Customer reported that she experienced high blood glucose and has received several no delivery alarms. Blood glucose value was 293 mg/dl; treated with manual injection. Customer stated she has had issues with the infusion sets. Customer had rotated and used new insertion sites. Customer changed the infusion set and stated that she had not received a no delivery alarm. Customer stated no air bubbles were found in the tubing. A self test was performed and the insulin pump passed. Customer would be using infusion sets from a different box. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.